Event description:
It was reported that during an open lung lobectomy procedure, the endoscopic stapler was used due to a narrow space. When transecting thick bronchus, firing could not be completed because of a device jam. Tried to retract the knife by using the knife direction change button and closing the firing trigger. However, the knife could not be returned. Because the knife will not return fully, and jaws not opening, operator had to transect both sides of the stapled bronchus to remove the stapler. The tissue was very thick; other tissue may have been clamped in the jaws together unintentionally. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned with the knife jammed in the anvil. The device was returned in an inoperable condition with the knife jammed and the jaws were closed. The knife blocked the anvil from opening. In this condition, the knife could not be returned using the red switch. No functional testing could be performed due to the returned condition of the device. A CT scan was performed to verify the condition of the internal components and a clip was found lodged behind the knife preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.